Manufacturer narrative:
The customer¿s experience of employee diversion could not confirmed during the investigation. No details were provided regarding how much fluid was in the bag at the start and end of the infusion. The event log review concluded that ~30.99 ml was delivered during the infusion, the pcu event log shows pump module s/n (B)(4) was programmed to infuse fentanyl 50mcg in 1 ml (drugid 144) at a rate of 1ml/hr with a vtbi of 20 ml at 6:33 pm on 27 december 2017. At 6:41 pm, the user programs and starts a rapid bolus of 25mcg. The bolus completes in 24 seconds. At 7:05 pm, the user programs a delay for 11 minutes. The device is now in standby. At 7:14 pm, the user cancels the delay and starts the infusion. The user then programs and starts a rapid bolus of 25mcg. The bolus completes in 22 seconds. At 7:31 pm, the user changes the dose to 100mcg/hr, which makes the rate 2ml/hr. At 8:17 pm, the user changes the dose to 200mcg/hr, which makes the rate 4ml/hr. At 8:54 pm, the user changes the dose to 150mcg/hr, which makes the rate 3ml/hr. At 12:59 am on 28 december 2017, the user changes the vtbi to 45ml. At 3:43 am, the user changes the dose to 50mcg/hr, which makes the rate 1ml/hr. At 8:07 am, the user changes the dose to 25mcg/hr, which makes the rate 0.5ml/hr. At 8:11 am, the user programs a delay for 25 minutes. At 8:34 am, the user programs a delay for 30 minutes. At 9:04 am, the device alarms for callback before infusion. The user then programs another delay for 30 minutes. At 9:19 am, the user cancels the delay and starts the infusion. At 9:56 am, the user channels the device off. The volume recorded as being infused during this period was 30.999ml. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that they are requesting a log review only to rule in/out employee drug diversion with the drug fentanyl. The customer would like to have the logs reviewed to determine the volume the pump delivered from (B)(6) 2017 between (B)(6) and 0956am on (B)(6) 2017, what drug the pump delivered, whether the drug library was used, as well as, a keystroke review to determine what the pump was doing and what the keystrokes mean. They are currently undergoing a dea investigation and they are requiring this information for the upcoming court proceedings. Although the infusion was on a patient at the time, the customer does not suspect that the patient was involved in the possible drug diversion/tampering.

Event description:
The customer reported that they are requesting a log review only to rule in/out employee drug diversion with the drug fentanyl. The customer would like to have the logs reviewed to determine the volume the pump delivered from (B)(6) 2017 between 1559am and 0956am on (B)(6) 2017, what drug the pump delivered, whether the drug library was used, as well as, a keystroke review to determine what the pump was doing and what the keystrokes mean. They are currently undergoing a dea investigation and they are requiring this information for the upcoming court proceedings. Although the infusion was on a patient at the time, the customer does not suspect that the patient was involved in the possible drug diversion/tampering.

Manufacturer narrative:
The customer¿s experience of employee diversion could not confirmed during the investigation. No details were provided regarding how much fluid was in the bag at the start and end of the infusion. The event log review concluded that ~30.99 ml was delivered during the infusion, the pcu event log shows pump module s/n (B)(6) was programmed to infuse fentanyl 50mcg in 1 ml (drugid 144) at a rate of 1ml/hr with a vtbi of 20ml at 6:33 pm on (B)(6) 2017. At 6:41 pm, the user programs and starts a rapid bolus of 25mcg. The bolus completes in 24 seconds. At 7:05 pm, the user programs a delay for 11 minutes. The device is now in standby. At 7:14 pm, the user cancels the delay and starts the infusion. The user then programs and starts a rapid bolus of 25mcg. The bolus completes in 22 seconds. At 7:31 pm, the user changes the dose to 100mcg/hr, which makes the rate 2ml/hr. At 8:17 pm, the user changes the dose to 200mcg/hr, which makes the rate 4ml/hr. At 8:54 pm, the user changes the dose to 150mcg/hr, which makes the rate 3ml/hr. At 12:59 am on 28 december 2017, the user changes the vtbi to 45ml. At 3:43 am, the user changes the dose to 50mcg/hr, which makes the rate 1ml/hr. At 8:07 am, the user changes the dose to 25mcg/hr, which makes the rate 0.5ml/hr. At 8:11 am, the user programs a delay for 25 minutes. At 8:34 am, the user programs a delay for 30 minutes. At 9:04 am, the device alarms for callback before infusion. The user then programs another delay for 30 minutes. At 9:19 am, the user cancels the delay and starts the infusion. At 9:56 am, the user channels the device off. The volume recorded as being infused during this period was 30.999ml. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. CAPA reference: ca-2018-0171. The customer stated that there was no patient involvement.